Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that issue was resolved after few minutes. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer indicated that the left master tool manipulator (mtml) was drifting and not working properly. The procedure was converted to another dv with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the issue was resolved automatically after 3-5 mins. The instrument was in patient at the time of the event. The motion issue due to mtm drift did not occur when surgeon removed hands from mtm while head still in viewer. No known impact or patient consequence was reported.